Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. No related alarm found in event history. No previous repair noted in the last 12 months. Functional and visual testing was performed. Unable to duplicate complaint by running performance verification tests. During testing found the battery was missing and was replaced with a new one. Pump was re-calibrated and passed all tests. Subsequently it was found pump failed final testing, confirming customer original complaint of motor error. Replaced motor, worm gear set, clutch set, and plunger right side cover.